Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had all buttons were responding but they were hard to push. The customer¿s blood glucose was 96 mg/dl at the time of incident. The customer stated that pressing menu button takes them to the menu screen and using the up and down arrow allows them to navigate screens. Customer stated that block mode was inactive and the easy bolus feature was on. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.